Event description:
It was reported that bd luer-lok¿ syringes had 42 occurrences of foreign matter, 51 occurrences of damage, six occurrences of inclusions, and 190 occurrences of print issues. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
B.5. Describe event or problem: it was reported that bd luer-lok¿ syringes had 42 occurrences of foreign matter, 51 occurrences of damage, six occurrences of inclusions, and 190 occurrences of print issues . There was no report of exposure, serious injury, or medical intervention. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. DHR review for lot # 7227709 discloses the batch was produced on 9/28/17 with 25 inspections on (B)(4) with findings of missing print and ink rings. Sub batches were also involved during this bulk batch. Sub_batch-7214539 produced on 9/27/17 with 35 inspections at blisterpak on (B)(4) and 35 inspections at print/ assy on (B)(4) with findings of missing print and ink rings. Sub_batch-7214540 produced on 9/29/17 with 29 inspections at blisterpak on (B)(4) and 29 inspections at print/ assy on (B)(4) with zero defects found. Sub_batch-7214542 produced on 9/29/17 with 34 inspections at blisterpak on (B)(4) and 32 inspections at print/ assy on (B)(4) with findings of ink rings. Sub_batch-7214549 produced on 9/28/17 with 28 inspections at blisterpak on (B)(4)and 28 inspections at print/ assy on (B)(4) with zero defects found. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ syringe had foreign matter, damage, inclusions, and print issues . There was no report of exposure, serious injury, or medical intervention.